Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Manufacture date.

Event description:
Patient reported to have undergone right hip arthroplasty on (B)(6) 2004 and left hip arthroplasty on (B)(6) 2004. Patient alleges painful right hip and that surgeon recommends a revision procedure to be performed on the right hip. There has been no reported revision procedure to date. A review of invoice history could only confirm the left hip arthroplasty that took place on (B)(6) 2004; no other invoices were located for this patient. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone right hip arthroplasty on (B)(6) 2004 and left hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a left revision procedure on (B)(6) 2013. Patient alleges inflammation and plastic debris noted during the revision. The head and liner were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces."